Event description:
It was reported that the zimmer skin graft mesher had a bent guard. Additional clinical follow up with the customer indicated that the reported issue was observed in sterile processing, prior to putting the device to inventory. There was no patient involvement.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 02/21/2002 and was last repaired on (B)(4) 2013 for a bent comb. Evaluation of the device verified the comb to be damaged. Additionally, the right end of the roller was gnarled. Prior to repair, a test mesh and calibration check could not be performed due to damaged comb. The customer returned for cutter; all four cutters failed to produce an acceptable test mesh. Improper handling by the customer most likely caused the damage to the comb, which most likely caused the event experienced by the customer. Additionally, improper handling was most likely the cause for the damage to the roller. The device was serviced and returned to the customer.